Event description:
It was reported that foreign fluid came out of the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer reported fluid coming out of his syringes, he does not re-use."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9077918. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200815916, 200815830] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign fluid came out of the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer reported fluid coming out of his syringes, he does not re-use."